Event description:
Patient was revised to address pain. The bone scan indicated tibial loosening; however, intraoperatively the component appeared well fixed. Poly wear was also noted.

Manufacturer narrative:
Although the exact date of the primary is not known; it was reported that the original surgery occurred in 1996 or 1997. Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.